Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient's system from 2006 was removed due to the patient having issues and problems with it. The devices were replaced. The patient's old system was not functional for a long period of time. Since it was implanted in 2006, the end of life would have occurred in 2015/2016. At that time, patient said they were not interested in replacement. Patient had gotten relief with the old system and was having pain issues. The patient and physician decided to remove the old system and replace with a new one. No further complications were reported or anticipated. No symptoms were reported.